Event description:
Vns pt had passed away. Exact cause of death is unknown at this time; however, treating neurologist does not believe that the death was seizure-related. The pt died at their residence. No autopsy was performed. The pt experienced a >25% reduction in seizures with the vns therapy and that pt was receiving therapy at the time of death. In the twelve months prior to death, the pt averaged 3-8 secondarily generalized seizures per month. It was reported that vns therapy enabled the pt to shorten pt's seizure events and to stop episodes of status. The pt was last seen by treating neurologist approximately one month prior to death. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.